Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent ¿touch button to wake screen¿ message and did not respond to wake-button presses on or off the charger, despite a functional charging pad indicator, and a replacement device was issued with the original unit expected to be returned. Symptoms included no clinical effects. Outcomes included no impact on health and a delayed therapy start due to device replacement logistics. Investigation included customer troubleshooting with button hold attempts and charger verification, followed by logistics tracking for device return. Investigation of this case revealed a nonresponsive user interface consistent with a device display or power/wake control malfunction, with no evidence of user error or external damage reported. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction pending device analysis. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.